Event description:
It was reported that this implantable cardioverter defibrillator (ICD) declared a code 1007 indicating the charge time exceeded the limit. After the code was cleared, the ICD battery capacity was depleted. In january, the battery indicated 3 years were remaining. It was noted the patient was in the hospital for unrelated reasons, and the physician planned to program the device to monitor only for comfort care. Boston scientific technical services (ts) discussed attempting cap reforms to try and restore the device. Subsequently, the device was programmed to monitor only. This ICD remains in service. No adverse patient effects were reported.